Event description:
It was reported the system shut down and thereafter the system failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos board, sbc board and system hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.